Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the spo2 measurement is inaccurately high. The ICU medical staff noted the patient was severely cyanotic and in critical condition; however, the monitor displayed an spo2 of 100% and did not generate an alarm for spo2. This resulted in a delay in activating the rapid response team and the patient subsequently passed away. The staff used a non-philips monitor for comparison to measure spo2, revealing fluctuating values between 75-80%. The hospital performed preliminary testing, suggesting the philips monitors measured spo2 within an acceptable range; however, it was noted large measurement deviations between types of sensors. The following information was received, "following our discussion with the hospital, they have confirmed that the patient was in a critical condition, as determined based on multiple clinical indicators. During the incident, the nurse incidentally noted that the spo2 parameter did not generate alarms and did not appear to reflect the patient¿s clinical condition accurately, which led them to raise concerns regarding a potential technical deviation. However, the hospital has clarified that the spo2 measurement deviation was not identified as the cause of the patient¿s deterioration or death." Though the customer has stated the deterioration and subsequent death are not related to the device, it was also previously indicated there was a delay in the rapid response team due to a failure to alarm. The failure to alarm contributed to a desaturation continuing, which is the harm to the patient. As the hospital indicated the ultimate deterioration and death were unrelated to the spo2 issue, the type of reported complaint will be considered a serious injury to reflect the desaturation, which did occur due to the spo2 issue.